Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting no capture. A review of historical data indicated that there had been no rv capture observed since shortly after the initial implant of this rv lead approximately 3.5 years ago. It was determined that the rv lead had dislodged and pulled back into the atrium. As a result, the rv lead was surgically repositioned. During the same procedure, the his bundle lead was surgically abandoned, and the cardiac resynchronization therapy defibrillator (crt-d) device was explanted and replaced with a single-chamber implantable cardioverter defibrillator (ICD) device. The rv lead remains in-service. No additional adverse patient effects were reported.